Event description:
It was reported that during fistular procedure, the clip was applied - the pt taken to recovery. There was bleeding post-operatively. The pt was brought back to or and removed small clip that failed to hold. Surgeon hand sutured to complete the procedure. There was no further pt consequence.